Manufacturer narrative:
(B)(4). Batch # t5d09v. Device analysis: the analysis results found that the tlc75 device was received with no apparent damaged and with a reload loaded in the device. The reload had the proximal 5 drivers up without staples, the remaining drivers down with staples present and with the cartridge deck damaged. The returned reload had the swing tab in the locked position. The device was tested for functionality with a test reload and it fired, cut, and formed all staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife during device firing, prior to reloading the device, clean in sterile solution and then wipe the anvil and reload channel to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of our quality process, the manufacturing records of this batch/lot was reviewed, and the manufacturing standards were met prior to the release of this batch. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during the right hemicolectomy surgery, could not fire when severing right colon tissue. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.